Event description:
It was reported that the user experienced repeated freestyle libre 3 plus continuous glucose monitor (cgm) scan errors with the ilet despite correct scanning technique and app reinstallation, and the agent advised that the cgm sensor likely required replacement. No adverse clinical symptoms reported. Outcomes included no medical intervention, emergency care, or hospitalization. User support included remote troubleshooting, confirmation of proper use, multiple scan attempts, and escalation for further technical review. Investigation of this case revealed a persistent scan failure consistent with a sensor or cgm communication malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a suspected cgm sensor defect causing intermittent communication failure.

Manufacturer narrative:
Initial.